Event description:
Customer reported set leaked while being primed with blood, prior to administration. The leak occurred at the junction of the tubing and white plastic fitting that sits at the top of the filter chamber. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event): sometime on (B) (6) 2009. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.